Event description:
The customer reported that after 5 seals, the jaws would no longer open. The jaws were on tissue at the time and had to be cut out with shears. Bleeding was minor and was able to be controlled with bipolar energy. There was no injury to the pt.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.